Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported 1 false positive sofia sars result for 1 asymptomatic (off label use - at the time of testing) patient. The customer communicated that the result was confirmed negative through antibody testing 2 days after.